Event description:
It was reported, while using item lh0031yn, the smaller lumen came out. Doctor had to grab another one to finish the case. Additional information provided: the line was attached to the patient we went to change over a medication after it infused. The patient notified us he felt wet during the flush. We first noted that the yellow clamp was laying on the patient. We then noted the catheter to be detached/separated from itself. It is not broken, the piece was not secured/glued/sealed into place and slid out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detached tubing is confirmed and was determined to be supplier related. One 20ga x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed the proximal extension tubing was returned disconnected from the y-site. Use residue was observed on the sample. Under uv light, no fluorescence was observed where the proximal extension tubing connects to the y-site, indicating no adhesive was applied at this junction during the manufacturing process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.